Event description:
The customer reported that after lipids were hung, the pump alarmed air in tubing. Upon examination, a tiny leak was discovered in the alaris tubing. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a leak from the pumping segment was confirmed. Upon inspection, a 0.125-inch cut/tear was found in the silicone segment at the lower fitment. Functional testing was performed; fluid leaked from the 0.125-inch cut/tear silicone segment tubing at the lower fitment engagement. The cause of the leak was a tear/cut in the silicone tubing segment; however, the root cause of the tear/cut was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.